Event description:
It was reported that when using the bd pyxis¿ medstation¿ es freezer was failed and shown off the bus during the procedure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) freezer failed and off the bus error message displayed on the screen. A technical support specialist confirmed from another technician that used the keys to disconnect the cable and reconnected it, reseated the cables in the rm, rebooted and confirmed that the rm was working to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.